Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery that was not charging. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a battery that was not charging. It was reported that when the device was plugged into an alternating current (ac), the device has a low internal battery alarm. During troubleshooting, the rse provided the customer with the latest version of the service manual (revision t). The customer confirmed that the 24-volt power was at zero in the pneumatic screen. The rse provided the customer with withe following guidance to resolve the issue, verify power supply (24v), with ac power disconnected, remove j1 from power management (pm) printed circuit board assembly (pcba), reconnect ac power, verify that 24v was present between the orange and brown wires on the power supply harness connector; if 24v was present, replace the pm pcba, if 24v was not present, go to next step; replace the power supply. The customer reported confirming that the power supply was the problem and is placing an order for a replacement. This investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer and reported that the power supply was replaced to resolve the issue. A full performance verification test was performed, and the device passed, and was returned to service.